Event description:
Boston scientific received info that this right ventricular lead exhibited loss of capture at maximum outputs and under sensing of ventricular r-waves. It was determined that this lead had dislodged. The pt underwent a revision procedure and this product was extracted and a new lead was successfully placed. No additional adverse pt effects were reported.